Event description:
Nurse practitioner reported the hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 860 mg/dl. The blood glucose levels kept climbing. Nurse tried to treat with bolus. Caller stated that customer has been hospitalized twice for low blood glucose. Customer will be discharged over the weekend. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.